Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colon resection procedure. The instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.